Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion alert prior to a scheduled device changeout. This device was subsequently explanted and replaced. This device is not expected to be returned. No additional adverse patient effects were reported.